Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure to add an lv lead to the patient's existing crt-d system, there was oversensing observed on the ventricular channel. After the replacing the ICD, the oversensing persisted. It was determined that the oversensing was from the rv lead. The rv lead was capped and replaced, and there were no further oversensed beats. The patient has not experienced any adverse effects.